Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-00058.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils. During the procedure, the physician attempted to place a ruby coil into the target location using a lantern delivery microcatheter (lantern), however the ruby coil was the wrong size. The ruby coil was therefore removed, re-sheathed, and set on the back table. When attempting to re-advance the ruby coil after placing three other coils, the physician then was unable to advance the ruby coil out of its introducer sheath, and therefore the ruby coil was not used. Another ruby coil was accidentally kinked during handling, and therefore the physician was unable to advance the ruby coil out of its introducer sheath and into the lantern. The procedure was completed using the same lantern and additional ruby coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the second ruby coil¿s pusher assembly was kinked approximately 120.0 and 121.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the first ruby coil revealed the pusher assembly midjoint was retracted proximal to the introducer sheath friction lock. The introducer sheath friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the pusher assembly midjoint. If the pusher assembly midjoint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The pusher assembly kinked likely occurred due to forceful advancement against this resistance. Further evaluation revealed the ddt was fractured off, the embolization coil was detached, this damage was likely incidental and may have occurred during handling of the ruby coil after it was removed from the procedure. Evaluation of the second ruby coil revealed the pusher assembly was kinked. This damage likely occurred due to forceful handling during preparation for use, and likely contributed to the inability to advance the ruby coil into the lantern. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00058.